Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug-eluting stent, attempts were made to cross the right coronary artery (rca) lesion but the stent would not cross the lesion and began to strip off the balloon. The device could not be retracted into the guide catheter. The entire balloon/stent/guide catheter was pulled back into the radial artery but the stent could not be retracted into the 6fr sheath. The stent was then deployed in the right radial artery. The procedure was completed as intended with no harm to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the device could not be retracted into the launcher guide catheter. It was attempted to pull out the entire system but it could not get into the 6f non-medtronic sheath. Another 3.5 x 38mm onyx frontier and 3.5 x 18mm onyx frontier were used to treat the mid rca without any issues noted. The patient went home with no injury. Event date provided. Initial reporter name and phone number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.